Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos) which was resulting in aberrancy being noted on the nearfield electrograms (egm). Reprogramming of the rv lead sensitivity was completed, and the lead remains in use. No patient complications have been reported as a result of this event.